Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient states his charging system would only occasionally charge when plugged in. A replacement charger was sent to the patient. Follow up identified when the patient received the new charger his scs ipg would no longer connect with the charger. Additional follow up identified the patient's scs ipg was replaced with a new one.